Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via a retrospective article that conducted a literature search of 5 electronic databases to identify studies that included patients who underwent both cardiac computed tomography angiography (ccta) and transesophageal echocardiography (tee) after undergoing a left atrial appendage (laa) closure procedure where watchman closure devices were implanted. 17 cohort studies with 1313 patients were included. It was reported that the following serious injuries occurred: peri-device leak (both more than 5mm and less than 5mm), thromboembolism, cerebral vascular accident, transient ischemic attack, and device related thrombus.

Manufacturer narrative:
Literature citation: tan, b.e. Et al (august 2025) cardiac CT versus transesophageal echocardiography following left atrial appendage closure: a systematic review and meta-analysis. Circulation: cardiovascular imaging. 690-702. B3: literature publication date used as event date as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.